Event description:
Pt was receiving a treatment in the takara belmont renew capule, a hydrotherapy treatment and a malfunction of the capsule caused the victim to be burned on his leg. Several attempts have been made to fix the equipment, has met with negative results.